Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported inoperable down arrow soft key. The reported symptom was verified and found to be caused by a keypad that was not functioning normally. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the down arrow soft key of a spectrum pump was not working. There was no patient involvement. No additional information is available.